Manufacturer narrative:
The astral device was returned to resmed for an investigation. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a supercapacitor leak on the main circuit board. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: case-(B)(4).

Manufacturer narrative:
The astral device was returned to resmed. The evaluation determined that there was no fault found with the returned device. The device was performing to specifications. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. There was no harm or serious injury reported as a result of this incident.